Event description:
The customer reported that the left monitor has a residual image.

Manufacturer narrative:
(B) (4). The left monitor displayed the residual image. The ge svc rep replaced the monitor with a new replacement and booted the system to verify that the system booted correctly without error. The system operates as intended. (B) (4) 06/09/2009.